Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured during routine use.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned patella drill guide exhibited signs of repeated use (nicked or gouged), one of the spikes was bent and one was fractured. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The instrument had a field life of over twenty-seven (27) years. Therefore, the root cause was determined to be wear and tear over the product's successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.